Manufacturer narrative:
Section e1: establishment name: (B)(6) medical center. The device was returned for evaluation and the customers allegation was not confirmed; however, evaluation did find the forceps raising angle did not meet standard value due to damage to the forceps elevator wire. Also, evaluation found the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive around the objective lens was peeled, the image was partially dark due to a scratch on the objective lens, the forceps channel port was shaved, the paint on the suction and air/water cylinders was peeled, the control unit was discolored and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the forceps riser of the evis lucera elite duodenovideoscope did not go down completely. The issue was noted during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There was a few minute delay and the procedure was completed with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined for the reportable malfunction of the forceps elevator did not move down. The event can be prevented by following the instructions for use (IFU) which state: "[3.3 inspection of the endoscope¿]. ¦inspection of the forceps elevator mechanism. 1 straighten the bending section. 2 move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. 3 while observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿ u¿ direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. 4 confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary. 5 move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly." Olympus will continue to monitor field performance for this device.